Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This information cannot be obtained as the event was reported anonymously to boston scientific through the medwatch program. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath a clot was observed in the patient. After the first ablation took place, a clot was observed via intracardiac echocardiography (ice) on the tip of the faradrive sheath. They attempted to aspirate the clot through the sheath but were unsuccessful. Because the clot could not be retrieved a vascular filter was placed in the carotids. The procedure was completed using the original sheath with no further complications. The sheath is not expected to be returned for analysis.